Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. The following fields have been updated with additional/corrected information: b5, d1, d4, d5, e2, e3, g1, h6 serial number is not reported in complaint. Per swi, 1503-004-000-swi-mms complaint investigation, if serial number not available, then complaint history review is not required. Serial number is not reported in complaint. Per swi, 1503-004-000-swi-mms complaint investigation, if serial number not available, then device history review (DHR) is not required. Upon investigation of the actual device used in this incident it was determined that the smart remote manager e-lock temperature monitor had failed and required recovery while accessing the refrigerator. A field service engineer found there was no issue with the refrigerator and temperature probe during inspection and confirmed with pharmacy to close the case since there was no issue replicated. The system functioned as intended after the field service engineer assessed the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es remote manager had continuous failure in temperature monitoring, preventing user from accessing the required medications. The customer confirmed that there was no harm or delay to patient care. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that temperature lock not working as intended. A field service engineer found no issue with refrigerator and temperature probe. Confirmed with pharmacy and no issue was replicated. The serial number, UDI and manufacture date details kept blank since there was no medstation asset associated with the remote manager. The system was functional as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system remote manager had continuous failure in temperature monitoring, preventing user from accessing the required medications. The customer confirmed that there was no harm or delay to patient care. There were no adverse events or injuries reported based on this incident.